Manufacturer narrative:
(B)(4). Date sent: 04/18/2012. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Started to fire over the stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First for both. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Per the rep-since this event the staff and the surgeon have been in-serviced on how to remove the device by using the reverse switch and as a last option to use the manual over ride.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was received for evaluation. One (B)(4) partially fired was returned. In addition the bailout door was not returned on the device. After further analysis, the knife was noted to have a feature missing that can potentially result in the device locking out. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the straight position with a vascular cartridge reload and the returned cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, the returned reload was reset and loaded into the received device and it fired as intended. However, the returned cartridge was reset again and a lockout was observed during the firing of the device. The analysis found that device (b) was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60t reload partially fired was received. After further analysis the knife was noted to have a feature missing that can potentially result in the device locking out. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality in the straight position with a cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was loaded and seam guard used the device locked up. The device powered up then stopped, rather than hitting the reverse switch the device was opened using the top manual over ride. The staff loaded another device with the same black reload this device powered then stopped and the manual over ride was used again to open the device instead of trying the reverse switch. Neither device was stuck on tissue. Another device was used to complete the procedure. No adverse consequences reported.